Manufacturer narrative:
Nellcor puritan bennett will try and obtain further info, should further info become available, a follow up medwatch will be sent.

Event description:
Nellcor puritan bennett received info stating unit did not alarm while pt was disconnected. Further communication with customer revealed that it is unclear if pt was disconnected at the time of event. A customer service engineer (cse) has evaluated the device and could not duplicate customer's alleged malfunction.